Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues observed. Product was manufactured, tested, and released per validated procedures. Device was discarded after surgery and is not available for review. Communication/interview with surgeon confirmed post-op day one that the patient, "improved a lot overnight with just a residual detachment at day one."

Event description:
Dr. Seibold used device as directed. Descemet's detachment occurred 2-3 clock hours outside of the streamline application.